Event description:
The ohmeda aestiva ventilator will not allow the operator to select pressure support valve/pro mode at times. The display will appear as if the option is not available. Ohmeda has indicated that this is a software problem. The only way to correct the problem is to cycle the main power of the anesthesia machine. This causes gases and electronics to turn off and reverts back to default settings.